Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that in (B)(6) 2006, the patient received a hip implant. It was reported that on (B)(6), 2013 the implant allegedly failed. It was reported that x-rays taken allegedly indicated that the implant had "snapped/broken where it exited the femur". It was reported that on (B)(6), 2013 the patient underwent a revision surgery.

Manufacturer narrative:
An event regarding fracture involving a exeter v40 stem 44mm no 0 was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that in (B)(6) 2006, the patient received a hip implant. It was reported that on (B)(6) 2013 the implant allegedly failed. It was reported that x-rays taken allegedly indicated that the implant had "snapped/broken where it exited the femur". It was reported that on (B)(6) 2013 the patient underwent a revision surgery.

Manufacturer narrative:
Corrected device evaluation based on additional information. An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that the stem fractured at the junction of the rigidly fixed stem with the unsupported neck and occurred at the neck base where the longer lever arm concentrated tensile stress occur. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the root cause of the reported event was fracture at the junction of the rigidly fixed stem with the unsupported neck. Return of the reported device is needed to provide more specific information on the stem fracture. No further investigation for this event is possible at this time. If the device becomes available, this investigation will be reopened.

Event description:
It was reported that in (B)(6) 2006, the patient received a hip implant. It was reported that on (B)(6) 2013 the implant allegedly failed. It was reported that x-rays taken allegedly indicated that the implant had "snapped/broken where it exited the femur." It was reported that on (B)(6) 2013 the patient underwent a revision surgery.